Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported impedance measurement anomaly was confirmed in the laboratory via review of the programmer printouts. The device was tested on the bench and the high voltage output circuit was noted to be damaged. An arc mark was found on the device can. Further evaluation of the arc mark indicated the presence of lead material. The cause of the reported impedance anomaly was a lead anomaly.

Event description:
It was reported that the patient was in the operating room for cardiac surgery. A magnet to disable hv therapy was not used and instead reprogrammed the ventricular sensing above normal. Electrocautery was used during the procedure. At the follow-up the next day the patient received inappropriate shocks. The device was explanted and replaced. Patient condition is fine following the procedure.

Event description:
It was reported that one day post mitral valve surgery, the device exhibited two alerts, one for high hv impedance, and the other for shocks being delivered. An impedance measurement test failed. The device was explanted and replaced. Patient condition was fine after the event.